Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for failed battery test and replace battery now without low battery alarm. Customer declined to troubleshoot for failed battery test. Customer also had high blood glucose of 18.0mmol/l which was treated with insulin pump and now blood glucose of customer was 12.3mmol/l. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be return for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarms were noted. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.